Manufacturer narrative:
As of today, the leads are not available for analysis, therefore the leads themselves could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the leads as well as on the provided data. The quality documents accompanying the manufacturing process for these leads were re-investigated. All production steps were performed accordingly, and in particular the final acceptance tests proved the leads functions to be as specified. The analysis of the provided trend data, acquired between (B)(6) 2022 and (B)(6) 2023 recorded the sudden drops of the rv leads pacing impedance from approximately 320 ohms to <200 ohms. The analysis of the provided iegm episodes revealed artifacts on the far-field, atrial and rv channel, which led to the reported oversensing. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observations. An analysis of the leads themselves would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that 90 months after the implantation atrial and ventricular oversensing was observed. No adverse patient events were reported. Lead remains implanted with a revision scheduled. Should additional information be received, this file will be updated.